Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: front panel was cracked, chassis was depressed, the output socket was crushed, and because the lens base was cracked, the light was poor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had housing and transport damage. The issue occurred during receipt inspection. During evaluation, the following reportable issue was found: a fan failure; because the fan is loosened, the sound of the rotating fan is not stable. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the reported issue was caused by a faulty fan. However, the specific cause of the faulty fan could not be established at this time. Olympus will continue to monitor field performance for this device.